Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor, a broken motor, and a corroded and broken blade mount, which were each replaced along with bearings and other components. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece began overheating during an orthopaedic surgery. The procedure was successfully completed with another device, and there was no pt or user injury reported.